Event description:
Per complaint form: after difficulty accessing the rfa due to severe scar tissue. The outer sheath broke off in half and a cutdown had to be performed in order to retrieve the distal part of mpis sheath from cfa. (1820334-2013-00016) then they used another mpis set and this time the hub broke off from the outer sheath. Same device and same lot number. This time it did not require retrieval and everything but the wire was removed to place a 6fr sheath and continue the procedure. No adverse effects have been reported at this time.

Manufacturer narrative:
(B)(4). Event is still under investigation.